Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended and no hardware parts were replaced. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that while trying to load patient exams on the navigation device, the burned cds from the site's new electronic picture archiving and communication systems (pacs) were unable to interpret images. The medtronic representative was able to use the burned cd in cranial 3.1.7 but is unable to populate patient exams in the 2.3 ent software.